Event description:
The complainant has reproted that a pt (age and gender unknown) underwent a therapeutic procedure for treatment. The jagwire precurser was inserted without issue. When the stent was passed over the guidewire, resistance was noted. The stent and jagwire precurser were removed. Upon removal of the jagwire device from the pt, no anomaly was noted on the guidewire. Another guidewire was utilized to successfully place a biliary stent. The pt did not sustain any complications.